Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest continuous glucose monitor reading of 316 mg/dl after a bent infusion set cannula and a subsequent incorrect meal size entry; the user removed the last available infusion set with no observable cannula damage and transitioned to subcutaneous insulin as backup therapy. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.